Event description:
The dentist reported that abutment screw fractured inside of implant during the surgery. The implant was not damaged. The dentist placed another abutment screw in the same surgery.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.